Event description:
The customer reported that the male luer spin collar cracked down the middle of the collar and broke off from the set during a pt infusion in the nicu. No pt harm or med intervention was reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.